Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box data from the event date was overwritten due to continued use of the device. There was no pump reboots observed in the available black box. The battery compartment was cracked with moisture corrosion observed inside. The leak test failed due to the battery compartment leak. The test battery cap was able to fit and maintain electrical connection. The ez-prime steps were correctly performed with no power interruption or other errors, alarms or warnings. The original power complaint could not be duplicated. The pump¿s cover was removed and no further moisture or intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment was cracked with moisture observed inside. Also, the top of the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.